Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur.